Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During preparation for the procedure, a kink was noticed on the hub portion of the ace 64; however, the physician continued using the ace 64 for the procedure. During the procedure, upon initiating aspiration, the physician discovered "false air" in the system and decided to remove the ace 64 from the patient. However, during removal of the ace 64, the hub portion of the ace 64 completely fractured. The procedure continued using a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured under the strain relief approximately 0.5 cm from the hub. The ID band was skived off by a penumbra investigator to view the hypotube within the hub. The outer wall of the hub was undamaged, but the hypotube inside the hub was damaged. Conclusion: evaluation of the returned device revealed that the hypotube within the hub of the catheter was damaged. This damage likely occurred due to an error during manufacturing. The damage to the hypotube likely caused the catheter to be compromised. Further evaluation confirmed that the ace 64 was fractured near the hub. If an already compromised device is forcefully handled, fracture of the catheter shaft may occur. Ace 64 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.